Event description:
International affiliate has informed us of an event that the user alleges two days after tracheostomy tube placed they discovered cuff leakage. The hosp replaced the tube. The product was tested before use. No adverse outcome reported.